Manufacturer narrative:
Investigation summary: bd has been provided with a photos and samples for catalog 301940 lot 1803215 to investigate for this record. After visual examination of the photo and samples, bd identified the yellowed part of the blister as burnt film produced during sealing process. As a result, bd was able to verify the reported issue. The burnt film was produced in the sealing die during the primary packaging process. The sealing process works with temperatures around 150ºc, for that reason there is a water refrigeration system to avoid damaging the unit package. Investigation conclusion: after analyzing the affected samples provided to the manufacturing site for evaluation, bd could see the reported yellowed film of the blister and confirm the reported issue. Bd concludes that a punctual failure in that system, produced an ineffective refrigeration of the sealing die, so during a stoppage of the machine, the film of the blister gets burnt and produced the reported issue. This a cosmetic defect which has no risk to the health because the yellowed film do not affect the sealing properties of the primary packaging of the product. Root cause description: burnt film due to high temperatures, produced during the sealing process of the primary packaging. Rationale: we can ensure that the probability of finding this kind of defect is isolated and any recurrence is really unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection, no actions are required.

Event description:
It was reported that 2ml bd syringe¿ w/ needle packaged was discolored. This occurred on 200 occasions before use. The following information was provided by the initial reporter: on (B)(6) 2019, received the response from hospital. When the infusion room opened the 2ml syringe package, it was found that the package was heavily yellowed. The head nurse reported that there have been many similar incidents.